Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side ¿capsule". Healthcare professional later reported right capsular contracture, baker grade IV and "any creases" via rga. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is not related to the device. Crease/folding of implant: creases were observed. Additional observations: observed, voids in the gel. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side ¿capsule". Healthcare professional, later reported, capsular contracture, baker grade IV. Healthcare professional, later reported, any creases. Device has been explanted.